Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 02/06/2017 ((B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, alleges has suffered lumbar spine issues as a result of long term use of orthotic device (refers to MRI lumbar 2010) and development of large cyst psoas muscle related to dislocations (refers to CT pelvis 2009). Continues to experience pain. H&p stated patient had an abrupt onset of right hip instability 5 years after index surgery, with at least 3 dislocations, all anterior, associated with extension and external rotation. Revising surgeon observed, in operative note, "abundant metallosis debris within capsule and surrounding structures. Also identified "significant wear of the posterior aspect of the femoral component" and of "the acetabular component to indicate posterior impingement". Cup and stem added to complaint. Metallosis, dislocation, and impingement harms added to complaint.